Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a hypoglycemic event and experienced loss of consciousness, a seizure, and bit his tongue. An ambulance was called by the patient¿s colleagues. A fingerstick was taken and there was a difference between the cgm and blood glucose reading of 100 mg/dl, there were no specific readings reported. The patient was treated with glucose but could not provide further details regarding this. The patient was brought to the hospital and was discharged the following day. No further treatment was reported to be needed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.